Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues. The following information was received by the initial reporter with the following: it was reported by customer that IV tubing incorrect flow.

Manufacturer narrative:
Investigation results: one set model 2420-0007, along with a bd secondary set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with water and a secondary set was primed with blue dye water. No back flow or leak was observed. The concentricity of the silicone segment was tested with no abnormalities. An infusion run was performed at a rate of 18.3ml/hr for one hour. No over or underinfusion was observed. The customer complaint was unable to be replicated. A device history record review could not be performed on material 2420-0007 because the lot number is unknown.

Event description:
No additional information was provided.

Manufacturer narrative:
Additional information: (b.5.) Added event details. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: secondary medication was hung appropriately to administer antibiotic when rn noticed that drop rate seemed much faster than the programmed 18.3ml/hr. Drip chamber of primary bag noted to be full and primary bag itself also appeared quite full. Roller clamp to patient access closed to assess and secondary medication noted to continue at same drip rate. Primary roller clamp re-opened and blue clamp used to clamp line between primary drip chamber and secondary infusion port. Drip rate of secondary medication then slowed down closer to programmed rate of 8.3ml/hr. Remainder of infusion completed with blue clamp in place to prevent backflow of secondary medication into primary bag. Primary bag noted to be hung correctly throughout event below secondary using plastic extender.